Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received a 24ga insyte autoguard bc catheter adapter assembly connected to a 3mm saline syringe and a miscellaneous extension set, along an open/empty package from lot number 8275536. Through the visual microscopic evaluation of the unit, there was no evidence of damage observed with the catheter adapter. A water-leak test was performed where using a lab supplied male slip luer test fitting bd performed a water/air leak test. Leakage did occur as air bubbles were observed coming out from within the nose of the adapter. Through further microscopic evaluation the tubing was dissected. A cut was observed on the catheter tubing below the nose of the adapter. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that leakage occurred between the bd insyte-n¿ autoguard¿ shielded IV catheter and yellow hub during use. The following information was provided by the initial reporter: "IV bd insyte-n autoguary leaking/squirting between catheter and yellow hub- not glued together properly? Unexpected fluid exposure to staff and IV attempt aborted."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the bd insyte-n¿ autoguard¿ shielded IV catheter and yellow hub during use. The following information was provided by the initial reporter: "IV bd insyte-n autoguary leaking/squirting between catheter and yellow hub- not glued together properly? Unexpected fluid exposure to staff and IV attempt aborted.".